Event description:
On (B)(4) 2013, it was reported that the vns patient has high impedance that was first observed on (B)(6) 2013. Diagnostics showed output=limit/lead impedance=high/dcdc=7/eos=no. It was reported that the generator had been disabled due to the high impedance. The physician stated that no specific trauma has occurred but the patient has many big seizures. The seizure frequency is unchanged. The patient was referred for surgery. Although surgery is likely, it has not occurred to date. A copy of the patient's x-rays were received on (B)(6) 2013. The lead connector pins seem to be fully inserted into the generator connector block. Part of lead is placed behind the generator and could not be assessed. No obvious lead fracture or sharp angle was identified. Based on the x-rays image, no conclusion can be drawn on cause of the reported high impedance.

Event description:
Additional information was received on april 17, 2013 when a battery life calculation was performed on the patient¿s generator that showed 5.04 years remaining until eri=yes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.